Event description:
Patient had a bowel obstruction from an incarcerated hernia placed late last year. During that repair the midline incision divided the mesh, which was repaired with nylon. Patient developed a draining wound since that repair.